Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that residue of blood would left in the tip of the one-link needle free IV connector after the infusion. There is no report of patient/user injury or medical intervention was needed in association with this event.